Manufacturer narrative:
The customer performed system maintenance, precision testing, and qc. The precision results before and after system maintenance were "fine." The field service engineer replaced various parts and performed cleanings. He performed precision testing with passing results. After service, the customer performed qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ferritin and elecsys ft4 iii assay result for 52 patients tested on a cobas 8000 e 602 module. Prior to patient testing, the ft4 qc was acceptable "around" 23:00 on (B)(6) 2021. The ferritin qc results prior to patient testing were requested but not provided. The initial results were reported outside the laboratory. The customer performed ft4 qc on the morning of (B)(6) 2021, and the ft4 qc results were out of range high. The customer performed repeat testing with the patient samples. Below are five examples of questionable results for ferritin and ft4: on (B)(6) 2021 and at 23:36, sample ID (B)(6) had an initial ferritin result of 14.73 ug/l, and the patient's repeat result was 36.79 ug/l. On (B)(6) 2021 and at 23:42, sample ID (B)(6) had an initial ferritin result of 11.56 ug/l, and the patient's repeat result was 27.38 ug/l. On (B)(6) 2021 and at 00:05, sample ID (B)(6) had an initial ferritin result of 1.41 ug/l, and the patient's repeat result was 5.84 ug/l. On (B)(6) 2021 and at 00:10, sample ID (B)(6) had an initial ferritin result of 6.74 ug/l, and the patient's repeat result was 15.22 ug/l. On (B)(6) 2021 and at 00:15, sample ID (B)(6) had an initial ferritin result of 5.54 ug/l, and the patient's repeat result was 20.01 ug/l. On (B)(6) 2021 and at 23:09, sample ID (B)(6) had an initial ft4 result of 34.31 pmol/l, and the patient's repeat result was 24.68 pmol/l. On (B)(6) 2021 and at 23:15, sample ID (B)(6) had an initial ft4 result of 34.38 pmol/l, and the patient's repeat result was 26.29 pmol/l. On (B)(6) 2021 and at 23:16, sample ID (B)(6) had an initial ft4 result of 18.46 pmol/l, and the patient's repeat result was 11.51 pmol/l. On (B)(6) 2021 and at 23:23, sample ID (B)(6) had an initial ft4 result of 37.03 pmol/l, and the patient's repeat result was 22.36 pmol/l. On (B)(6) 2021 and at 23:30, sample ID (B)(6) had an initial ft4 result of 20.59 pmol/l, and the patient's repeat result was 12.89 pmol/l. The customer determined the repeat results were correct. The ft4 and ferritin reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The investigation reviewed the system's alarm trace and found several abnormal sipper movement alarms. Also, the field service engineer found the system's measuring cell was overdue to be exchanged. Per product labeling, the measuring cell onboard lifetime for the cobas e 602 is "70,000 determinations or 18 months." The investigation determined the service actions resolved the issue.